Event description:
Report received of an overdelivery of zantac. The pump was programmed to deliver an unspecified amount of zantac in 250ml at a rate of 11ml/hr on the secondary line. The primary solution and pump settings were not specified. It was reported that a 250ml bag of zantac was hung at 1:00am. At 11:00am the pump gave an audible alarm and alerted the nurese that the bag of zantac was empty. The bag was expected to infuse over 24 hours, but had completely infused in 10 hours. The doctor was notified and the zantac was held until midnight. At that time, the infusion was reinitiated using a different IV pump. The patient did not experience any adverse effects. No medical intervention were required. Though requested, no further information was available.